Event description:
The pacemaker was explanted due to being programmed but had no response. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The pacemaker could not be interrogated, and an anti-bradycardia therapy functionality was not present, confirming the clinical observation. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. Subsequent thorough investigations of the electronic module revealed a damaged integrated circuit, causing an elevated current consumption, draining the battery. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, a damaged integrated circuit on the electronic module was identified that led to an elevated current consumption, confirming the clinical observation. The manufacturing records document a normal device production. It is therefore assumed that the damage occurred after the device shipment, however the date of occurrence was not determinable.